Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not work. The fse stated that the system had a generator error message. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.